Manufacturer narrative:
A getinge field service engineer (fse) says leak rate before repair was 125 psi in 5 minutes. After repair leak rate was 4 psi in 5 minutes. Spec is 20 psi in 5 minutes. Fse says external helium tank leaking, also found damage to cardiosave console case in rear. Fse checked valve on helium assembly was leaking, so he replaced check valve (d103-00-0634) and console cover(d441-00-0194 ). Helium tubing assembly (d004-00-0103-02 ) was replaced during troubleshooting, no failure on this part. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.